Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01304.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid-posterior communicating arteries (ic-pc) transverse sinus using penumbra smart coils (smart coils), a non-penumbra microcatheter, and a guidewire. It should be noted that the patient's anatomy was tortuous, calcified, and narrowed. During the procedure, the physician implanted eleven smart coils and seventeen non-penumbra coil. While attempting to advance the next smart coil, it would not advance at all within its introducer sheath and was stuck. Therefore, the smart coil was removed. Next, the same issue occurred with another smart coil. Therefore, this smart coil was also removed. The procedure was completed using two additional smart coils and eight other coils with the same microcatheter. There was no report of an adverse effect to the patient.